Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular lead (rv) lead. The local field representative contacted boston scientific technical services (ts) to discuss lead testing options. A request for additional information has been sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient will contiue to be monitored with no change planned at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.